Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Allegedly, the patient had an intracapsular rupture in her left breast. The device was removed (france).

Manufacturer narrative:
The corresponding test were not performed due to the unit involved was not returned for analysis, for that reason the alleged event could not be confirmed. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. DHR review: a complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. As stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) . Establishment labs will continue monitoring for similar complaints/trends as part of the post market surveillance process.